Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. His blood glucose at time of call was 600 mg/dl and 300 to 500 mg/dl at the time of incident. Troubleshooting found that the customer's drive support cap was normal and air bubbles were in the reservoir but customer declined to troubleshoot this. The high pressure test and self test both passed. It was found that the cannula was bent and looks as if that caused the high blood glucose. Customer was advised to follow up with doctor regarding the high blood glucose. Troubleshooting indicated that the device was performing as designed.